Event description:
The customer reported that while the iabp was in use on a patient, the printer printed about 1 cm of printer paper and stopped printing. The customer reported that the printer paper was inserted correctly. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Pump was evaluated by customer biomed. Incorrect paper was installed, so no service was performed. (B)(4).